Event description:
It was reported that the device had high impedance values and loss of capture during body movement. X-ray showed sign of lead damage at first rib/clavicle. Lead replacement planned. No patient complications have been reported as a result of this event.